Event description:
New information received notes that review of electrograms notes lead noise. Lead integrity or connection issue was suspected.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented to clinic for follow-up, several patient notification alerts for vf episodes and non-sustained v oversensing episodes were observed. Review of episodes revealed noise which resulted in vf episodes. The patient received antitachycardia pacing therapy. The pacing lead impedance was also high and out of range. Device was reprogrammed and the patient was scheduled for another follow-up. During next follow-up, lead impedance was normal. Since the impedance was high for the past few months, physician decided to go for lead revision. When the patient presented for lead revision procedure, noise was not reproducible when the physician checked lead integrity and performed isometric movements with pocket manipulations. The impedance was also normal. Physician decided not to replace the lead. The noise was seen when patient move to the table. Patient will be monitored regularly.